Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharging dock and wireless recharger were not taking a charge for a patient undergoing deep brain stimulation therapy with an implantable pulse generator. The patient stated that the recharger was not charging, and during troubleshooting, the dock was plugged into a different outlet, which caused the green light on the dock to illuminate. The patient observed one yellow flashing battery bar on the recharger, which had been plugged in overnight, but the issue persisted. The problem was not resolved through troubleshooting, and a repair request was initiated to replace both the dock and the recharger. No patient complications have been reported as a result of this event. Additional info received from patient that the recharger only charges the stimulator to 50%. Patient said the recharger doesn't continue to charge the stimulator and it just stays at 50%. Patient said they will charge the stimulator for an hour then check the stimulator and the stimulator is still only at 50%. Patient doesn't have the recharger application. Reviewed patient should try charging the stimulator longer. Patient will charge stimulator and longer and call back if needed. Additional info received from patient that they were using the replacement recharger they received as a result of their previous re charger not working properly, but they were still having issues with the implantable neurostimulator (ins) battery level not incrementing. The patient added that their ins goes through power quickly so they find themselves constantly charging it, and it takes an hour or two to fully charge. The patient mentioned that they use a patient programmer to check the ins battery level. Today the programmer was showing the ins battery level was low, so the patient started charging the ins but it still didn't seem to increment. Agent reviewed ins charge duration expectations. The patient indicated that they don't always get good coupling. Agent reviewed that optimal ins charge efficiency relies on good coupling. The wr was beeping continually at the beginning of the call. Agent reviewed that this meant the wireless recharger (wr) did not have good coupling with the ins. Agent reviewed how to reposition the wr to get it to establish good coupling with the ins. The patient eventually established good coupling during the call and was able to maintain it. The patient will continue charging the ins. Agent advised patient to bring their recharging equipment with them to their next appointment with their healthcare professional (hcp) to demonstrate how they charge the ins so the hcp can identify why they might be having difficulty with coupling.